Manufacturer narrative:
Analysis of the neurostimulator, model 37712, serial# (B)(4), found no anomaly. The device passed a telemetry test, and good stable output was measured on the electrode pairs the device had when received. Normal impedance measurements were observed when tested in saline. The device passed the automated test console.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that an implantable neurostimulator (ins) had very high impedances (range of 9400-9900 ohms) during multiple measurements at the close of surgery. It was noted that the leads were checked at implant for impedances and were found to be within range (1800-2000 ohms). The ins was replaced and impedance checks are now at an "ok" level (1800-2200 ohms). The pt recovered without sequela. A f/u report will be sent if additional info becomes available.